Manufacturer narrative:
Follow-up # 2 ¿ (01/17/2015), the patient¿s meter has been returned on 1/5/2015 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter was reading inaccurately erratic. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained when a senior csr reviewed the call. The patient alleged the issue with the meter started on the evening of (B)(6) 2014, when she obtained alleged inaccurately erratic blood glucose results of ¿217 mg/dl and 117 mg/dl¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ precision criteria. The patient manages her diabetes with oral medication. The patient denied making any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate readings. She reported, later on the evening of (B)(6) 2014, she experienced ¿heart beats¿ and ¿fainted¿. She denied receiving any treatment for her symptoms. The csr also noted the patient claimed the meter had ¿caused¿ an earlier hospital admission on an unspecified date/time unknown. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, she was using the correct testing technique and her test strips had been stored correctly. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a severe diabetes excursion after the alleged meter issue began.